Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2021 due to high blood glucose. The customer blood glucose was 26 mmol/l. Current blood glucose was 5.5 mmol/l. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Test positive for ketones. Customer stated that the auto mode feature was not active at the time of incident. The insulin pump will not be will be returned for analysis.